Event description:
A patient developed rectal bleeding around the cuff of the device due to a rectal ulcer that developed while the device was in use for over one month. It was reported that the patient presented with significant extenuating medical conditions suggesting possible marginal blood flow to the rectum that may have caused or contributed to the event. The device was removed and no further intervention was required. No permanent injury was reported.